Event description:
Information received by medtronic indicated that the customer was unable to pair mobile phone to insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer issue was not resolved. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis summary: attempt to reproduce the issue using samsung galaxy s21 5g, sm-g991b/ds (android 12) device on app version 1.3.0 and pump 770g (sw 5.3) was made and it was not reproduced. The software performed according to specification, ble connect mobile application and pump spid, d00780496_a. Upon app log analysis, it was observed that the most likely cause of the disconnect is related to the undefined error which can be caused by the following: - deviceã¢â¿¬â¿¢s bluetooth stack implementation features. - permanent/periodic sources of radio/microwaves. - device software. - device power saving settings. Steps to resolve the issue were provided to technical support: -remove the pump from the list of paired devices (android os). -remove the phone from the list of associated devices (the pump). -turn off battery optimization for the mmm app: long tap on the mmm app icon, tap a small info icon (in the top right corner of the popup) ã¢â¿ â¿¿ battery ã¢â¿ â¿¿ select ã¢â¿¬å¿unrestrictedã¢â¿¬â?. -reboot device. -try to pair the pump and device again. Support tried to contact the customer but could not reach them. The communication with the customer was lost. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 01-mar-2023